Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump failed to updoad to carelink. Customer's blood glucose reading at the time of the incident was not included in the report. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not expected to return.